Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system package was badly collapsed. The valve caps were off, which will cause a leak if used by the hcp. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation summary: DHR-a total of (B)(4) units were manufactured on nfa line 2 from 26may18 through 6jun18. 2 non related qns ((B)(4) incomplete seal-run through and (B)(4) expired td) were initiated during production. Disposition, root cause and corrective actions were applied per quality control plan. 4 non-related tds were in place during production: td 2018-16 inspection for registration (dispenser-pkg.) Td 2018-20 hot peel inspection (top web-pkg.) Td 2018-21 exception for damage on canister. Td 2018-22 manual weight (cartoner-pkg.) Received a total of 9 nexiva 20ga packages from lot number 8145552. All contents within were present. Visual/microscopic evaluation: all of the packages received revealed the trays (bottom-clear film) were malformed. All of the units revealed the vent plug was loose within the packages. 3 of the packages received disclosed a compromised seal. A definite cause to the failure of package damaged/defective could not be identified; the damage appears to be caused by external conditions (ex. Exposure to extreme heat) during transit/handling of the units.

Event description:
It was reported that bd nexiva¿ closed IV catheter system package was badly collapsed. The valve caps were off, which will cause a leak if used by the hcp. No serious injury or medical intervention was reported.